Event description:
Caller stated the switch started smoking in his wife's hand.

Manufacturer narrative:
Analysis of the switch components revealed that sensitivity to external stress had caused the failure of a resistor. The failure resulted in a small spark that was contained by our double-insulated design. Although this is not a statistically significant complaint and may be due to misuse or failure to follow instructions of the part of the consumer. It also appears the switch case was cracking and separating, and the customer continued to use. ER have initiated the following corrective actions: we have reinforced the terminals leading into the switch to reduce the possibility of current fluctuations and/or open continuity.; we are investigating the possibility of repositioning components to reduce the possibility of accidental contact within the switch-case.